Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain, pain (pelvic pain mostly left sided pain)"), genital haemorrhage ("abnormal bleeding (general)"), uterine haemorrhage ("abnormal uterine bleeding"), salpingitis ("infection (bladder/urinary tract/vaginal) type: essure implaint postop infection-salpingitis"), oophoritis ("infection (bladder/urinary tract/vaginal) type: essure implaint postop infection-oophorotis") and thrombosis ("acute clotting") in a 39-year-old female patient who had essure inserted for female sterilisation and birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6) 1997 and (B)(6) 2002)), nipple discharge (testing was done and determined no cancer. I did not treat it.) In 2010, uterine dilation and curettage in 1994, bunionectomy, osteotomy in 2012, toe arthrodesis in 2012, biopsy breast on (B)(6) 2014 and patent ductus arteriosus repair in 1975. Previously administered products included for osteoarthritis of r knee: cortisone on (B)(6) 2014, meloxicam, ibuprofen and tumeric; for an unreported indication: mirena from 2009 to 2014. Concurrent conditions included venous (peripheral) insufficiency, unspecified (vein removed that year and I treat the edema with diuretics and compression socks) since 2009, breast mass since 2010, osteoarthritis since (B)(6) 2014, multiple allergies since (B)(6) 2016, urinary incontinence (unspecified medication for treatment.) Since (B)(6) 2016, asthma, nausea, bloating, muscle cramps, acne, duane's syndrome, osteoarthritis, breast mass, venous (peripheral) insufficiency, unspecified, cardiac operation, nipple discharge, pain in joint involving hand and vaginal bleeding. Family history included mental disorder (father), depression (father), chronic respiratory disease and depression. Concomitant products included mometasone furoate (asmanex) since 1976, salbutamol sulfate (albuterol sulfate) from 21-may-2016 to 31-may-2017 and salmeterol xinafoate (serevent) since 1976 for asthma, levonorgestrel (mirena) for birth control, norethisterone acetate (norethindrone acetate) from 30-jan-2015 to 3-feb-2015 for premedication as well as cefalexin (keflex), furosemide from 22-apr-2016 to 17-aug-2016, kelfiprim (sulfamethoxypyrazine/trimethoprim) since 2016, meloxicam since 2017, oxybutynin hydrochloride (oxybutynin chloride) since 2015 and salbutamol sulfate (proair hfa) since 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant) and oophoritis (seriousness criterion medically significant). In february 2015, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced thrombosis (seriousness criterion medically significant), menorrhagia ("prolonged menstrual bleeding/ abnormally heavy menstruation") and menstruation irregular ("irregular menstrual bleeding"). In september 2015, the patient experienced procedural pain ("plaintiff suffered painful post-operative recovery"). On an unknown date, the patient experienced rash ("rash over left, lower abdomen with spreading to back."), abdominal distension ("bloating"), abdominal pain lower ("cramping") and uterine scar ("endocervical scarring"). The patient was treated with bilateral salpingectomy and removal of essure coils on 17-sep-2015. On 17-sep-2015, the pelvic pain and uterine haemorrhage had resolved. At the time of the report, the genital haemorrhage, salpingitis, oophoritis, rash, abdominal distension and abdominal pain lower outcome was unknown and the thrombosis, menorrhagia, menstruation irregular, dyspareunia and procedural pain was resolving. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, oophoritis, pelvic pain, procedural pain, rash, salpingitis, thrombosis, uterine haemorrhage and uterine scar to be related to essure. The reporter commented: ultrasound shows the essure inserts are likely in the right place. The right one looks really good, and the left one may be slightly in the endometrial cavity (which can still be normal) but this may be what is causing bleeding. Pelvic pain and abdominal uterine bleeding stopped almost immediately after essure removal . Diagnostic results: on (B)(6) 2015 and on (B)(6) 2015 : transvaginal ultrasound (tvu) - transabdominal and transvaginal hysterosalpingogram (hsg) : it was reported as ultrasound shows the essure inserts are likely in the right place. The right one looks really good, and the left one may be slightly in the endometrial cavity (which can still be normal) but this may be what is causing bleeding. This can get better with time. Hsg: reasonably viewed as documenting successful occlusion of the fallopian tubes. On (B)(6) 2015,transabdominal scan: uterus measures 9 cm in length, 3.8 cm ap and 4.8 cm transverse. There is a microinsert in the left side of the fundus with the proximal end at the endometrial complex, probably in the uterine cavity. The location of the distal end of the left microinsert cannot be determined for certain. This ultrasound cannot distinguish inner from outer coil or determine if the tube is occluded.. There is a microinsert at the border of the right-sided uterine fundus. The proximal end of the right microinsert is not in the uterine cavity. It is difficult to determine how much of the proximal end of the right microinsert is in the coronal portion of the fallopian tube. It looks like a small part of the proximal end of the right microinsert is in the right-side of the uterine fundus on coronal cine a:5. The location of the distal end of the right microinsert cannot be determined for certain. The left ovary measures 4.2 x 2.6 x 2.2 cm and has an approximate 2.8 cm simple cystic structure compatible with a follicle. Arterial blood flow was demonstrated in the left ovary on doppler. Transvaginal scan: there is a microinsert in the left side of the uterine fundus as described above there is a microinsert at the border of the right uterine fundus as described above. Endometrial thickness is 3 mm. The right ovary appears normal and measures 3.9 x 1.6 x 2.7 cm. Arterial blood flow was demonstrated in the right ovary on spectral doppler. There is no evidence for an abnormal pelvic fluid collection. Bilateral essure microinserts as described above. If the patient is at least three months post insert placement, suggest hysterosalpingogram most recent follow-up information incorporated above includes: on (B)(6) 2018: case correction: follow-up receipt date was changed from 14-may-2018 to 11-may-2018. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain, pain (pelvic pain mostly left sided pain)"), genital haemorrhage ("abnormal bleeding (general)"), uterine haemorrhage ("abnormal uterine bleeding"), salpingitis ("infection (bladder/urinary tract/vaginal) type: essure implant postop infection-salpingitis"), oophoritis ("infection (bladder/urinary tract/vaginal) type: essure implaint postop infection-oophoritis") and thrombosis ("acute clotting") in a 39-year-old female patient who had essure inserted for female sterilisation and birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6)1997 and (B)(6) 2002)) and nipple discharge (testing was done and determined no cancer. I did not treat it.) In 2010. Previously administered products included for osteoarthritis of r knee: cortisone on (B)(6) 2014, tumeric, meloxicam and ibuprofen. Concurrent conditions included venous (peripheral) insufficiency, unspecified (vein removed that year and I treat the edema with diuretics and compression socks) since 2009, breast mass since 2010, osteoarthritis since (B)(6) 2014, multiple allergies since (B)(6) 2016, urinary incontinence (unspecified medication for treatment.) Since (B)(6) 2016 and asthma. Concomitant products included mometasone furoate (asmanex) since 1976, salbutamol sulfate (albuterol sulfate) from 21-may-2016 to 31-may-2017 and salmeterol xinafoate (serevent) since 1976 for asthma, levonorgestrel (mirena) since 2009 to march 2014 for birth control, norethisterone acetate (norethindrone acetate) from (B)(6) 2015 for premedication as well as furosemide from (B)(6) 2016, kelfiprim (sulfamethoxypyrazine/trimethoprim) since 2016, meloxicam since 2017, oxybutynin hydrochloride (oxybutynin chloride) since 2015 and salbutamol sulfate (proair hfa) since 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant) and oophoritis (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced thrombosis (seriousness criterion medically significant), menorrhagia ("prolonged menstrual bleeding/ abnormally heavy menstruation") and menstruation irregular ("irregular menstrual bleeding"). In (B)(6) 2015, the patient experienced procedural pain ("plaintiff suffered painful post-operative recovery"). On an unknown date, the patient experienced rash ("rash over left, lower abdomen with spreading to back."), abdominal distension ("bloating"), abdominal pain lower ("cramping") and scar ("endocervical scarring"). The patient was treated with surgery (bilateral salpingectomy and removal of essure coils.). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the pelvic pain and uterine haemorrhage had resolved. At the time of the report, the genital haemorrhage, salpingitis, oophoritis, rash, abdominal distension and abdominal pain lower outcome was unknown and the thrombosis, menorrhagia, menstruation irregular, dyspareunia and procedural pain was resolving. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, oophoritis, pelvic pain, procedural pain, rash, salpingitis, scar, thrombosis and uterine haemorrhage to be related to essure. The reporter commented: ultrasound shows the essure inserts are likely in the right place. The right one looks really good, and the left one may be slightly in the endometrial cavity (which can still be normal) but this may be what is causing bleeding. Diagnostic results: on (B)(6) 2015 and on (B)(6) 2015 : transvaginal ultrasound (tvu) - transabdominal and transvaginal hysterosalpingogram (hsg) : it was reported as ultrasound shows the essure inserts are likely in the right place. The right one looks really good, and the left one may be slightly in the endometrial cavity (which can still be normal) but this may be what is causing bleeding. This can get better with time. Hsg: reasonably viewed as documenting successful occlusion of the fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received : abnormal bleeding (general), infection (bladder/urinary tract/vaginal) type: essure implant postop infection-salpingitis,oophorotis, dyspareunia (painful sexual intercourse), pain, endocervical scarring. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and thrombosis ("acute clotting") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), menorrhagia ("prolonged menstrual bleeding/ abnormally heavy menstruation"), menstruation irregular ("irregular menstrual bleeding") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopic procedure to remove essure). Essure was removed in (B)(6) 2015. In (B)(6) 2015, the patient experienced procedural pain ("plaintiff suffered painful post-operative recovery"). At the time of the report, the pelvic pain, thrombosis, menorrhagia, menstruation irregular, dyspareunia and procedural pain was resolving. The reporter considered dyspareunia, menorrhagia, menstruation irregular, pelvic pain, procedural pain and thrombosis to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.